Event description:
The customer reported that when selecting an image, the wrong image is put in the queue. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation and explained to the customer how to properly save an image. The system was tested and found to be working as intended and put back into service.